Event description:
It was reported that the during a post-op office visit, the surgeon discovered the eyelet to an anchor pulled out and is not secured in the patient¿s bone. A post-op x-ray was performed and revealed that an eyelet is not attached to one of the medial row anchors. The reporter thinks that when the lateral anchors were put in, the fibertape was so tight that it pulled the medial row anchor out. There are no current plans for a revision surgery. The surgeon hopes that the eyelet will calcify. No further patient or event information was provided at the time of this report.

Event description:
It was reported that while inserting a screw into a short trochanter nail, there was some difficulty in removing the inserter connector from the t-handle instrument. Upon removal a snap was heard. It was later noticed that the tip of the inserter connector was broken off. It is not clear whether the tip of the device is retained in the patient. Patient outcome: no adverse effect reported as a result of this event.

Manufacturer narrative:
Follow up communication with the event reporter provided additional information that one eyelet and anchor pulled out of the medial row speedbridge fix (surgical technique). Patient's demographics (age at time of event, date of birth, gender, weight) and the date of surgery were requested but not provided.no further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.the device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Lot number was requested but not provided; therefore device history record review could not be performed.based on the information provided, as reported, the most likely cause of the implant pulling out is due to the fibertape being too tight when the lateral anchor was initially placed. In addition non-compliance to the post-op protocol or post-op trauma to the surgical site may also contribute towards this type of event. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.